Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer's blood glucose level was 400 mg/dl. Customer's current blood glucose level was 110 mg/dl. The customer was treated with insulin pump. The customer had no symptoms related to high blood glucose. The customer was using the insulin pump within 48 hours of the high blood glucose. The customer was not admitted into the hospital as a result of the high blood glucose. The customer reported that the automode was active. The insulin pump will not be return for the analysis.